Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "open air discharge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Device evaluation: the device was received for evaluation. The customer's report was observed and attributed to the pace/defib engine board. It was recommended to replace the pd engine board. The customer declined repairs. The device was labeled "not for clinical use" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.